Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and infection. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The prestataire reported that the patient¿s blood glucose level rose to 370 mg/dl (20.6 mmol/l) while wearing the pod for an unknown duration. On (B)(6) 2025, the patient experienced a hyperglycemia event and an infection which required medical attention. The patient was prescribed antibiotics to treat the infection. There is no allegation that the infection was caused by the pod. A follow-up request for additional information will be made to gather further details surrounding the event. No further information was provided related the hyperglycemia and treatment.